Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 30 mg/dl while wearing the pod between 36 and 48 hours. The patient reports hey had been vomiting. The patient reports having an ambulance come to his home. After the ambulance had left the patient had them come back as their blood glucose level had not gone up. The paramedics removed the patients pod and the patient was give glucose gel from a tube and orange juice. The patient was taken to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 3 hours. The patients reported blood glucose at the time of this call was 262 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.